Event description:
It was reported that the omnilink elite was directly stented in the proximal right iliac using incremental increases in pressure, when the stent did not appear to dilate uniformly and the stent watermelon seeded off the balloon. The stent remained partially within the iliac, however, a smaller dilatation catheter was inserted through the incompletely expanded stent. The balloon was inflated distal to the stent in order to pull the stent back into the proximal target lesion. The stent was then deployed in the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) direct stenting with no predilatation of the lesion. Patient age was estimated at (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the omnilink elite vascular balloon expandable stent system instructions for use (IFU) states: pre-dilate the lesion with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion. Based on the information reviewed, there is no indication of a product deficiency.